Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that an asymptomatic patient presented with atrial over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended, but the health professional decided not to make any changes and instead continue to monitor the patient. No patient consequences were reported.